Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation events. Device evaluation summary: the electrode belt sn (B)(4) and the monitor sn (B)(4) have not been returned for evaluation. A review of downloaded software flag files on the day of the event was conducted. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. Download fault flags were present, but downloading is a secondary function of the device and does not affect the device's ability to detect and treat a patient. Te pad placement faults were also identified; however, this is consistent with the motion artifact identified by the ECG technicians and does not indicate a device malfunction. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt at a rapid rate. The rapid rate satisfied the rate detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of one shock while in the hospital. It was reported that the patient was conscious at the time of the event. Supraventricular tachycardia contributed to the false detection. The response buttons were not pressed during the entire event. It was reported that the patient was unable to press the response buttons due to artificial finger nails. The patient continued use of the lifevest.